Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: where there any adverse patient consequences? Was the needle removed during the initial procedure? How long was the surgery delayed? What tissue was being sutured when the event occurred? What instruments were used to grasp the needle? Where was the needle grasped during use? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was the post-operative care changed due to this event? Please specify. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. Was the needle retrieved during the same procedure? Does the needle remain retained in the patient's tissue? If the needle is retained, where is it located/in what structure? If retained, are there plans for removal? Please provide the patient's weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Corrected information: h6 type of investigation.

Event description:
It was reported that a patient underwent wound closure procedure on (B)(6) 2023 and suture was used. When the needle was inserted into the abdominal cavity from the puncture device during the surgery, suture was severed from the tail of the needle. Only the suture was seen in the abdominal cavity, but no needle was found. Repeated search failed, and it was found subcutaneously. This lead to an extension of surgical time and an increase in potential medical accidents. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where there any adverse patient consequences? Was the needle removed during the initial procedure? How long was the surgery delayed? What tissue was being sutured when the event occurred? What instruments were used to grasp the needle? Where was the needle grasped during use? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. Was the needle retrieved during the same procedure? Does the needle remain retained in the patient's tissue? If the needle is retained, where is it located/in what structure? If retained, are there plans for removal? Please provide the patient's weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?